Manufacturer narrative:
Case #(B)(6) - laser capsulorhexis was completed without issue and laser found to have functioned as designed. Unidentified underlying patient condition in the anterior capsule could contribute to an incomplete capsulotomy and therefore, cause an anterior tear. No further clinical follow-up required.

Event description:
On (B)(6) 2024, while fse was onsite, ((B)(6)) dr. Reported that during procedure ID #(B)(6), there was an anterior tear when the cap was removed.